Event description:
Information was received indicating that there was no audible alarm noted to a smiths medical level 1® hotline® blood and fluid warmer. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline blood and fluid warmer was returned for analysis with a damaged enclosure, front cover, tank cover, pole clamp, plate clip, and line cord. During analysis, the reported problem was able to be duplicated, there was no sound from the speaker. It was noted that the printed circuit board (pcb) was faulty and the cause of the reported issue. Service replaced the pcb to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be a bad pcb.